Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer had the pump in their back pocket and went bowling when the pump touch screen became shattered. Customer was unable to interact with 2/3 of the pump touch screen due to the damage. Customer's blood glucose was 240 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.